Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported than an adverse event was reported. Date of issue is an approximation. The patient stated they were having connectivity issues with their dexcom since she got her tandem insulin pump and dexcom continuous glucose monitor (cgm). The patient is pregnant (which is off-label usage of the device when being used while pregnant) and was in the emergency room (ER) on 11/20/2019 with a high blood glucose (specific value not provided). No symptoms or treatment information were provided. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.